Event description:
It was reported to philips that the battery for the device was dead. The customer requested assistance from a philips remote service engineer. Per the customer, their battery was over two years old and was no longer charging. The service order was initiated by the customer as a means to schedule a replacement service for their battery.

Event description:
It was reported to philips that the battery for the device was dead. There was no patient involvement. The customer requested assistance from a philips field service engineer. Per the customer, their battery was over two years old and was no longer charging. Upon evaluation of the device, it was verified that the battery for the unit was faulty and required replacement. Based on the conclusion of the investigation, it was determine that this was a malfunction of the battery. Per the field service engineer, a replacement battery was ordered and replaced to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.